Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013. Product type: catheter: product ID 8832, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had stopped receiving therapy about two months ago. The pump was due for replacement. Once the pump pocket was opened, there was not any flow from the catheter. The physician decided to replace the catheter. On removal, the catheter tip showed discoloration; there was a dark color on the catheter tip. Following the system replacement, the patient was doing well. The pump was delivering morphine.